Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (drive shaft-minimum 520 mm length-for use with ria, part number 314.743, lot number 7004946). The subject device was returned with the complaint condition stating: it was reported that the end of the reamer/irrigator/aspirator (ria) drive shaft broke off. On (B)(6) 2017, a patient underwent an initial implant of a stryker femoral nail to treat a femur fracture. While reaming the inside of the bone, the end of the drive shaft broke off. It is unknown if the broken piece was retrieved or the size of the piece. The procedure was completed with a flexible reamer which was on hand. The drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The break is located approximately from 6 mm to 7 mm distal to the distal edge of the drive shaft helix. The helix is intact, the distal edge of the helix is deformed. The device has minor surface wear which does not impact functionality. A visual inspection, drawing review and DHR review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. Measured using mitutoyo caliper. During use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. A dcrm review and/or occurrence rate calculation must be performed for all complaint parts which resulted in a classification of serious injury that were not generated from a literature article. Therefore, no dcrm calculation will be performed for this complaint. The complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Additional device product code is hrx. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot. Manufacturer: (B)(4). Date of manufacture date: mar 22, 2013. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the end of the reamer/irrigator/aspirator (ria) drive shaft broke off. On (B)(6) 2017, a patient underwent an initial implant of a stryker femoral nail to treat a femur fracture. While reaming the inside of the bone, the end of the drive shaft broke off. It is unknown if the broken piece was retrieved or what the size of the piece was. The procedure was completed with a flexible reamer which was on hand. There was no surgical delay, fragmentation, other medical intervention, or x-rays taken. The procedure was successfully completed. The patient outcome was stable. Concomitant devices reported: unknown reamer head (part# unknown, lot# unknown, quantity: one). This report is 1 of 1 for (B)(4).